Manufacturer narrative:
D10: concomitant devices: 2053925 02-010-01-0330 - logic femoral ps cem right sz 3 2148846 200-02-32 - three peg patella 32mm 2340109 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2tthe device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 136 months after a right knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear and asceptic loosening. Revision surgery operative notes were provided. Post operative diagnosis noted failure of total knee arthroplasty right knee secondary to asceptic loosening with recalled exactech total knee implants. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d6a/d6b, h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.